Event description:
Right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation device and wear abrasion observed on the device. Crease fold observed on the device. Yellow and black particles observed on the device. Air voids observed in the gel. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture baker grade iii. Device was explanted and replaced.

Event description:
Patient reported unknown side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: capsular contracture baker grade iii.